Manufacturer narrative:
The customer had been advised that the issue was with the power supply. It was reported that the customer had ordered a power supply. Although requested no further information was provided.

Manufacturer narrative:
Upon further investigation, the following has been reported issue occurred during testing. Based on the information provided, there is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator was only running on battery power and unable to run on mains power. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.